Manufacturer narrative:
.

Event description:
Same event as MFR's report #: 6000118-2007-00085. It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. The 95% in-stent restenosed lesion was located within a stent in the proximal left circumflex (lcx) to the obtuse marginal. First, a 1.75mm rotablator burr was advanced but was unable to cross the lesion. The burr was exchanged for a 1.5mm burr, and ablation was performed to 194,000 rpms (number of passes unk). Then the floppy rotawire guide wire was removed, and it was noted that approx. 3 cm of the distal portion of the floppy rotawire guide wire was fractured and remains in the pt. The physician "suspected that the burr may have fractured the guide wire". The distal lcx was then dilated with another MFR's balloon, and a 2.5x 20mm taxus drug-eluting stent was implanted in the lesion. No further pt complications were reported, and the physician has adopted a "wait and see approach" in regards to further intervention. Add'l info regarding this event has been requested.